Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with a mentor memorygel breast implant 400cc gel breast prosthesis that ruptured post implantation. Possible rupture of the patient¿s left breast prosthesis was reported. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
On 28-nov-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additionally, the patient developed seroma in the breast and a granuloma in the axilla. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. Additionally, a tear was observed within the siltex cracking, measuring approximately 5.8 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01-nov-2022, mentor received additional information about the event: granuloma formulation in the left axilla was diagnosed via mammogram/ultrasound. The patient developed a seroma in her left breast post implantation. As a result, the patient underwent aspiration of the seroma fluid on 19-oct-2022. The patient had both of her breast prostheses explanted and they were replaced with mentor memorygel breast implant 400cc gel breast prostheses. On 07-nov-2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).